Event description:
It was reported that prior to use, when the guide wire was removed from the dispenser, it was noted the tip coil was stretched. Reportedly no pt injury was associated with this event. Analysis of the returned device revealed tip separation had occurred.